Event description:
The customer reported the ventilator went vent inop and alarmed. The ventilator was not in use, therefore, there was no pt harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech was able to duplicate the reported problem. The svc tech replaced the oxygen module, main pcb and motor controller pcbs to correct the problem. Performance verification testing was completed and the ventilator passed per operating specs.

Manufacturer narrative:
Oxygen module.